Event description:
The rptr stated that the flow clip was broken in the package. There was no pt involvement with this event.

Manufacturer narrative:
One unit returned with the flow clip broken inside the package. This type of breakage is most likely due to a processing of the material. The component in question was purchased for medex. The mold to MFR this component has been brought in house at medex. Medex will mold all flow clips in the future. This issue will be monitored. The device history record was reviewed and found to be acceptable. Medex was able to confirm this issue and determine the cause. No add'l action necessary at this time. Medex considers this MDR closed with this report.